Event description:
It was reported that a syringe 1.0ml 31ga 6mm 10bag 500cs had difficult plunger movement. The following was reported by the initial reporter: "it was reported that plunger rod is difficult to move. Verbatim: consumer reported that the plunger rod is difficult to move. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary: customer returned (20) 31gx6mm, 1ml bd insulin syringes from lot 0069069. Consumer reported that the plunger rod is difficult to move. All 20 returned syringes were examined, and it was observed that 17 of the returned syringes exhibited a disfigured stopper. A review of the device history record was completed for batch# 0069069. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Process summary: the automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were zero (0) notifications noted that pertained to the complaint. The root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 31ga 6mm 10bag 500cs had difficult plunger movement. The following was reported by the initial reporter: "it was reported that plunger rod is difficult to move. Verbatim: consumer reported that the plunger rod is difficult to move. Consumer does not re-use."